Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had evidence of a "leak in iab circuit" in the log files. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was not able to duplicate the problem. The fse suspects there was a leak of the patient circuit and not within the device. The fse performed the unit check out and calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
N/a.